Event description:
This female with a history of back pain had a permanent stimulator lead system implanted in 2003. She had good relief of her pain until fall of 2005. She then experienced leg pain, suggestive of disruption in the leads. The first x-ray suggested thinning of the insulation of one of the wires but a second x-ray revealed no changes. Another eval of the system in 12/2005 failed to reveal any obvious defect, but the pt continued to have back and leg pain. After consulting a surgeon, the pt elected to have the device removed.